Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed properly during testing. No unexpected rewind anomalies, prime anomalies or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had to prime or rewind more than once and first bolus was sometimes rejected. Customer stated that insulin pump had unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.